Manufacturer narrative:
Citation: arnaz a. Pulmonary valve replacement in patients with repaired tetralogy of fallot: early results for recovery of right ventricular dilatation and qrs duration. Turk j med sci, 2018; 48: 1121-1128. Doi: 10.3906/sag-1805-66. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the early outcomes of pulmonary valve replacement in patients with repaired tetralogy of fallot (tof) congenital heart disease and severe pulmonary regurgitation. All data were collected in a retrospective analysis from a single center between march 2005 and october 2017. The study population included 32 patients (predominantly male, mean age 16.57 years), 1 of which was implanted with a medtronic duran ancore bioprosthesis (no serial number provided). Among all patients, adverse events included: 2 patients underwent pulmonary valve replacement due to endocarditis and valve degeneration at 4 and 10 years post-implant, and 1 patient underwent balloon valvuloplasty 6 years post-implant. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.